Manufacturer narrative:
The complaint investigation of lot 74120ud01 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 74120ud01 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 74120ud01 was identified.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result when comparing against a different platform (roche) that runs troponin-t assay for one male patient undergoing a physical examination. The following data was provided: sid (B)(6): alinity I troponin-I result = 240.50 pg/ml (reference range: male = < 34.2 pg/ml, female = < 15.6 pg/ml). The customer retested the patient sample on the roche platform using roche¿s troponin-t assay that generated a result of 6.93 pg/ml (reference range: < 14 pg/ml). The customer sent the patient specimen for testing on the siemens platform and generate a result of 160.07 ng/l (reference range: < 20 ng/l). The patient specimen was then sent for testing on the domestic mindray chemiluminescence platform and generated a result of < 0.006 ng/ml (reference range: 0.000-0.040 ng/ml). No impact to patient management was reported.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result when comparing against a different platform (roche) that runs troponin-t assay for one male patient undergoing a physical examination. The following data was provided: sid (B)(6): alinity I troponin-I result = 240.50 pg/ml (reference range: male = < 34.2 pg/ml, female = < 15.6 pg/ml). The customer retested the patient sample on the roche platform using roche¿s troponin-t assay that generated a result of 6.93 pg/ml (reference range: < 14 pg/ml). The customer sent the patient specimen for testing on the siemens platform and generate a result of 160.07 ng/l (reference range: < 20 ng/l). The patient specimen was then sent for testing on the domestic mindray chemiluminescence platform and generated a result of < 0.006 ng/ml (reference range: 0.000-0.040 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525.